Event description:
Patient started on heparin drip infusion. Nursing discovered pump administered entire 25,000 units within 1.5 hours. Patient transferred to intensive care unit (ICU) for short period for monitoring.